Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device an anomalous estimate of battery longevity was observed. The programmer estimated 4.2 to 4.4 years, the calculation estimate was 2.4 to 3.1 years. The patient was stable before, during and after the device interrogation and would be monitored routinely.